Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods needle had deployed late. In addition upon removal of the pod from the insertion site the pods cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both priming sequences in the expected number of pulses. The pod delivered 404 pulses before being deactivated by the user. The investigation did not find any damages or deficiencies that would contribute to the needle deploying late, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying late could not be determined. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula.